Event description:
Nurse went to hang chemotherapy on patient and noticed the tubing clave was pushed in. Nurse attempted to attach tubing to see if the plastic piece would return to its position, but this was unsuccessful. This was discussed with pharmacist and an attempt was made to run chemotherapy. There was immediate dripping seen of 5 percent dextrose (d5w). The tubing was then changed.